Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were found exposed within the insulation. There was no missing material and no signs of thermal damage. Further evaluation found the instrument with scratch marks/abrasions on the bipolar yaw pulley. No pieces were missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps was found to have a wire damaged at the jaw. No damage was noted by operating room prior to, during or after surgery. There was no impact to the procedure or the patient.